Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon used a 511o trocar and found the outer cannula seal was split. The surgeon completed the case with a new 511o trocar. There was no pt consequence.